Event description:
Review of the peritoneal dialysis (pd) patient¿s medical records revealed was previously hospitalized on an unknown date in (B)(6) 2014 for lobar pneumonia with sepsis. The pd clinic manager stated the patient has a history of general non-compliance to his peritoneal dialysis prescription. The patient continued peritoneal dialysis treatments throughout the hospitalization at his normal rate and compliance. Upon discharge the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.